Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy and perineoplasty. In addition to sling revision/removal on (B)(6) 2013 the patient underwent urethrolysis, laparoscopic paravaginal repair, laparoscopic burch urethropexy and cystoscopy due to dyspareunia, vaginal pain/periurethral pain, sui, urinary urgency frequency, urge incontinence, cystocele, posterior mesh and tot sling (obtape).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient underwent revision of mesh on 11/15/2013. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.